Manufacturer narrative:
Revision surgery is planned to exchange the poly insert for patient with a bicompartmental knee implant. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery is planned to exchange the poly insert for patient with a bicompartmental knee implant. Reason for revision is unknown at this time.